Manufacturer narrative:
The root cause is attributed to a faulty yaw searchlight board causing sensing issues within the universal surgical manipulator (usm) 2.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported error on arm 2. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found in system logs, the 23000 error was found indicating fault on the usm yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where sensors check was found to be failing on the yaw axis prompting error 23000, replicating the reported event. Once testing was completed, the yaw searchlight sensor assembly was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause can be attributed to the yaw searchlight sensor assembly.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, user informed the technical support engineer (tse) that they encountered an error on universal surgical manipulator (usm) 2 that caused non-intuitive movement issues. System logs indicated the occurrence of error 23002 on usm 2. Despite these issues, the procedures were completed as planned. No known impact or patient consequence was reported.